Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi requested the customer return the sureform 60 reload(s) involved with this reported event, but no products have been received at this time. A follow-up MDR will be submitted if additional information is obtained. The stapler logs for this procedure were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show a sureform 60 stapler instrument was installed on the system on arm #3 six times and failed to engage on the first 2 install attempts. The next 4 installs were successful and the fired 4 white reloads. There were no incomplete clamps or incomplete unclamps by this instrument. The first 3 firings had 1 pause for compression, and the last fire had no pauses for compression. There were no other errors in the logs for this procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted right hemicolectomy procedure, a staple line leak occurred where a white sureform 60 reload was fired with a sureform 60 stapler instrument. It is unknown how the leak was resolved and what effect it had on the patient¿s health.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, a staple line leak occurred in relation to an anastomosis. The staple line allegedly fell apart post-operatively. The staple line was reportedly formed with the sureform 60 and an unknown colored sureform 60 reload. It is unknown how the leak was resolved. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Follow-up: on 02/07/2023, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon did not notice any intra-operative complications, however, two to three days post-operation, the patient showed signs of a leak from this staple line. The surgeon said the patient was not discharged, and was still hospitalized when the leak was noticed. The patient received a secondary procedure and an ileostomy to resolve the leak. The surgeon reportedly resected the leaking staple line and stated it was leaking at the proximal end of the anastomosis. The surgeon reported that he had sutured this staple line intra-operatively as part of his normal practice. The suture line was noticed to be open during the secondary procedure as well, but the leak was at the staple line. An infection was noted on one staple line, while the line below it seemed in good condition except for the leak at the proximal end.

Event description:
Refer to h10/h11 for follow-up information.